Manufacturer narrative:
(B)(4). No sample is available for investigation. Moreover as no batch number has been provided a review of the batch and manufacturing records is not possible. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample, lot number and/or additional pertinent information become available, a follow up report will be submitted.

Event description:
(B)(4).